Event description:
The customer reported that the connector on the cable that provides communication between the solar 8000t and the intra-aortic balloon pump (iabp) had a broken pin. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.